Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implanted implantable neurostimulator was associated with pain at the implantable neurostimulator (ins) site and that the ins was tilted in the original buttock pocket. It was further reported that a device revision was performed in which the pocket was moved from the buttock to the flank, and this resolved the issue. The manufacturer representative (rep) indicated they would send any further information as they become aware.